Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that while using a vicks steam inhaler (model vih200c), the device allegedly opened unexpectedly despite being properly locked, causing hot water to spill onto their sister's chest and stomach and onto the consumer's right hand. The sister allegedly sustained burns and blistering, while the consumer reported burns to all fingers, which became black and swollen. Both individuals reportedly sought emergency medical treatment and received burn care, medication, and follow-up. The incident allegedly aggravated the sister's pre-existing breathing condition and caused emotional distress for both parties. The instructions for proper use have clear warnings that state "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it".

Event description:
A consumer reported that while using a vicks steam inhaler (model vih200c), the device allegedly opened unexpectedly despite being properly locked, causing hot water to spill onto their sister's chest and stomach and onto the consumer's right hand. The sister allegedly sustained burns and blistering, while the consumer reported burns to all fingers, which became black and swollen. Both individuals reportedly sought emergency medical treatment and received burn care, medication, and follow-up. The incident allegedly aggravated the sister's pre-existing breathing condition and caused emotional distress for both parties. The instructions for proper use have clear warnings that state "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it".